Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The device was below elective replacement indicator (eri) upon receipt. Longevity analysis found the battery depletion to be normal. The device functioned normally during analysis. No anomalies were found. The longevity overestimation was determined to be due to an estimation inaccuracy in the merlin programmer remaining longevity calculation.

Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with premature battery depletion. The device was explanted and replaced in a procedure on (B)(6) 2023. There were no patient consequences.